Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported that the patient was unable to connect to their generator. Manufacturer representative met with the patient for troubleshooting and confirmed that the ipg would not connect to external devices. No intervention is planned at this time due to covid-19. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to connect to their generator. A manufacturer representative met with the patient for troubleshooting and confirmed that the ipg would not connect to external devices. The patient last had therapy over a year ago. As a result, surgical intervention may be pending to address the issue at a later date.